Manufacturer narrative:
The customer¿s report involving a device with corroded iuis could not be confirmed. The source device was not returned for investigation. A picture was provided by the customer, the picture shows a left (female) iui with green residue on pins (9,10,11 and 12). The root cause of the reported corroded iuis could not be definitely determined since the source pump module was not returned. The customer provided a picture but it could not be used to determined a root cause.

Event description:
During a recent site visit by a bd representative; biomed reported that an lvp had corroded iui¿s. There was no information provided regarding patient involvement. Although requested no other event details were provided by the customer however the customer stated that ¿the event occurred earlier this year, sometime in the spring and unfortunately we dont have a lot of information". It was further reported that the customer does not know the cleaning materials used on the iui's.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
During a recent site visit by a bd representative; biomed reported that an lvp had corroded iui¿s during patient use. Although requested no other event details were provided by the customer however the customer stated that ¿the event occurred earlier this year, sometime in the spring and unfortunately we don't have a lot of information."